Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip delivery system (cds) handle leak. It was reported that during preparation of the cds, a leak was observed coming from the delivery catheter (dc) handle. The cds was not used in the anatomy and was replaced. A new cds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated, and the reported leak was confirmed via returned device analysis. It was observed that the o-ring was missing. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, the reported leak was due to observed missing component (o-ring). The observed issue of missing component appears to be a potential product quality issue however, root cause investigation is still ongoing. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.